Event description:
The lead was explanted due to dislodgement. It was noted that the patient has twiddlers syndrome.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
No medwatch form was received.